Event description:
Pt reports that pump re-booted without user intervention.

Manufacturer narrative:
The pump has not yet been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be made at this time.